Event description:
The olympus employee reported on behalf of the customer that at the end of therapeutic endoscopic retrograde cholangio pancreatography ercp procedure in a 80 year old, caucasian, female patient, the maj-441, lithotriptor handle broke due of the size (30mm stone) and hardness of the stone in common bile duct. The procedure was unable to be completed and the patient was transferred to the hospital in the operating room wherein a emergency surgical procedure was conducted and the stone was able to be removed. The procedure turned out well according to the physician. Reportedly, patient fully recovered and was discharged. No pre-existing patient conditions were reported. No delay and no user error were reported.